Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, broken shell, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified broken(sharp) opening on the posterior. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is broken(sharp) opening on the posterior assessed as unidentified (tear) opening, and missing shell due to inconclusive.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.